Manufacturer narrative:
(B)(4). Concomitant medical products: dil cath: voyager nc 3.5 x 15 mm, guide wire: runthrough, sion, guide cath: launcher 6 f ebu3.5 sh, stent: xience v 3.5 x 23 mm, 2.5 x 12 mm. (B)(4) - incorrect prep. The 3.5 x 15 mm voyager nc is being filed under a separate medwatch MFR number. Evaluation summary: analysis of the returned product noted blood and contrast visible in the loosely folded balloon and inflation lumen consistent with preparation and a rupture while in the patient anatomy. There was a kink in the shaft 11.8 cm proximal to the proximal balloon seal and the shaft was bunched proximal to the seal for a length of 1 cm. There were multiple bends throughout the length of the hypotube. Since this damage was not reported in the incident information, the kinks and shaft bunching may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. A new indeflator filled with water was used in an attempt to inflate the balloon to the rated burst pressure when it was observed that fluid was coming out of a pinhole in the balloon 1mm distal to the distal balloon marker. There were no scratches visible. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with the stent or other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Scanning electron microscopy analysis determined the balloon failure may be attributed to mechanical damage to the outer surface. The leak was found at the distal taper with mechanical damage to the leak edges. Peeling was documented adjacent to the leak and on the working length near the proximal end of the balloon. In this case, it was reported that no leaks were noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. It is likely that the balloon material was damaged (scratched) during interactions with accessory devices, or the mildly calcified lesion such that the balloon ruptured upon the first inflation at 8atm which is below the rbp. Additionally, peeling was noted on the balloon which is consistent with the balloon not soaked prior to use. It should be noted the voyager nc instructions for use states to submerge the balloon in heparinized normal saline during balloon preparation to activate the coating. If the surface of this device becomes dry, wetting with heparinized normal saline will reactivate the coating. It is possible that the hydrophilic coating on the balloon was not activated upon exposure to moisture such that as the balloon was inflated, the balloon material tore and peeled. A review of the product manufacturing records did not reveal any non-conforming material records associated with this and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for balloon ruptures for this lot. There is no indication of a lot specific product quality deficiency. The reported balloon rupture appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that coronary angiography revealed a lesion in the left anterior descending artery and the diagonal. The lesion was crossed with a non-abbott guide wire. Pre-dilatation was performed with a 3.5 x 15 mm voyager nc, several times and a 3.5 x 23 mm xience v was successfully implanted. The guide wire was exchanged for another non-abbott guide wire that crossed the lesion in the diagonal. After pre-dilatation was performed a 2.5 x 12 mm xience v was implanted successfully. Next, a kissing balloon technique (kbt) was performed with voyager nc balloons, a 3.5 x 15 mm at 10-12 atmospheres and a 2.5 x 8 mm at 8 atmospheres; however, both balloons ruptured. There was no resistance during advancement and retraction of the balloons in the patient. The balloons were not soaked prior to use. The balloons were exchanged for a 2.5 x 12 mm non-abbott balloon and a new 3.5 x 15 mm voyager nc and kbt was performed and the procedure was considered successful. No patient effects were reported. No additional information was provided.